Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400 mg/dl. Customer indicated that the pump suspended and their doctor advised to treat with a syringe. Troubleshooting assisted customer with information on how to fill reservoir and set menu and history. Customer declined high blood glucose troubleshooting. No further assistance needed.